Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was evaluated and revealed the following: there was a balloon longitudinal and radial burst. The distal part of the balloon material bunched towards the nose tip. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The report of balloon burst was confirmed based on evaluation of provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as reported information indicated presence of calcification within the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The report of inability to withdraw system through vasculature was confirmed based on evaluation of provided imagery. Available information suggests procedural factors (withdrawal of balloon burst) likely contributed to the event as burst ballon material was bunched towards nose tip (similar to an umbrella shape). As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on sheath's distal end and/or patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in spain, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the delivery system balloon ruptured after valve inflation. The valve was completely expanded and in optimal position. The delivery system was stuck in the vessel and could not be removed. A surgical cut-down was done to remove the delivery system. The patient was stable and doing well. Per medical opinion, the root cause was unknown.